Event description:
It was reported that two weeks post-implant, a stitch at the wire insertion site removed and there was some infection around the suture entry into the skin. It was noted that the location of the infection was at the implant site (left buttock) / lead placement. The patient was given an antibiotic and the issue resolved.

Manufacturer narrative:
Product ID: 30932836, serial# (B)(4), implanted: (B)(6) 2005, product type: lead. Product ID: 30951036, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).